Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that a small wire was sticking out through the sheath of the saw cable. The device had been used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device not returned.